Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/11/2020, the bwi product analysis lab received the device for evaluation and identified that the hemostatic valve was dislodged within the hub. The product investigation was subsequently completed. It was reported that when advancing the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the patient¿s body, an issue was noticed with the hemostatic valve. The sheath was replaced, and the issue resolved. The procedure was completed without patient consequences. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 00001263 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that when advancing the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the patient¿s body, an issue was noticed with the hemostatic valve. The sheath was replaced, and the issue resolved. The procedure was completed without patient consequences. Multiple attempts were made to obtain clarification regarding this event; however, no information has been made available. With the information available, this event is being conservatively reported as a ¿hemostatic valve separation¿. Hemostatic valve separation is an MDR-reportable issue.